Event description:
Caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, after which the error code did not reappear, and the caller successfully started their sensor session.